Event description:
The device was not clinically applied. Reportedly, the instrument broke upon removal from the package. The surgeon used another instrument.

Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA.